Event description:
Information received from a healthcare provider for a clinical study reported the patient experienced a decreased efficacy, noting urinary frequency (uf) and urge urinary incontinence (uui). On (B)(6) 2013, there was a slight improvement in daytime control but the patient still had issues with significant incontinence upon rising from the bed. The device was reprogrammed on (B)(6) 2013. Laboratory tests were performed as well as imaging tests. Surgical observation was performed on (B)(6) 2013 but found no findings. Medications were administered, including vesicare on (B)(6) 2013 and macrobid on (B)(6) 2013. Urinary tract infection test came back negative on (B)(6) 2012 but came back positive on (B)(6) 2013. On (B)(6) 2013, the patient had some improvement with decreased frequency but had some early am uui still. On (B)(6) 2013, the patient was still on vesicare, slightly better with increased daytime control but still encountered uui at night as soon as she stood; there were no incidents of uui during the daytime. It was noted that there was progression of the device that required additional therapies and event was possibly related to the device/therapy. The event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Correction: the event is not related to the implant procedure or device, therefore event should not have been reported initially.

Event description:
Additional information received reported the event was not related to the device or therapy; it was due to progression of disease that required additional therapies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was possibly related to the device or therapy, however, conflicting information of an "other etiology", progression of disease that required additional therapies was noted. Follow was conducted to clarify the reported information. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the site reported that there was no urinary tract infection (uti) and labs were negative. The patient did have a loss of efficacy that was possibly related to the device or therapy with symptoms of urinary frequency and urinary urge incontinence. Reprogramming was done. No further complications were reported/anticipated.